Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a system test failure was unable to be confirmed. It was noted however that the programmer started up with a flickering screen and that when the screen was put in another position the screen turned black, a software error was found in the update history, the power bay cover was broken, the handle was cracked, the feet on the lower case were worn and that there was a lot of corrosion inside the programmer from some kind of liquid. There was corrosion on the upper case, power supply. Link electronic module (lem) board, radiofrequency (rf) transceiver, connector from the flex cable off the printer and analyzer bay and micro processor unit (mpu) board and it was noted that all those parts would need to be replaced. Additionally, the media bay door, the spacer between the lem and the mpu board, the cooling fan, the flex cable and the connector terminal from the flexcable off the liquid crystal display screen were all broken and the hinges support plate was cracked. Due to the extent of the damage and an inability to guarantee some repairs the programmer was recommended to be scrapped and replaced.

Event description:
It was reported that the programmer displayed an error. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service.